Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was evaluated by baxter. During testing the device displayed an upstream occlusion alarm during the 100 ml/hr flow rate test, caused by the failed upstream sensor. The upstream sensor has been replaced.

Event description:
During evaluation by baxter the spectrum device displayed false upstream occlusion alarms. No patient involvement. No further info is available.